Event description:
Blood glucose results of "140mg/dl, and 207 mg/dl" with a lifescan meter, performed within 10 minutes of each other. A potential malfunction of the meter in terms of precisioin. The meter, tests strips and control solution were replaced.